Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the adverse events and the use of the liberty cycler or any fresenius product. There is no allegation that the liberty cycler malfunctioned or did not perform as expected. There is a causal relationship between the adverse events and the patient¿s reported noncompliance with peritoneal dialysis therapy and the overdose of pain medication. Should additional new information be made available this clinical investigation will be reevaluated. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was performed. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a peritoneal dialysis patient felt confused and sick while attempting to perform peritoneal dialysis therapy. The patient stated that they had started feeling sick after getting off of the cycler the day before and had been vomiting. It was also noted that the patient¿s blood pressure had been fluctuating. At the time of the initial call, the patient was in drain 0 of 5 for their next treatment but was receiving an unspecified alarm due to a clamp being closed on a cassette line. After troubleshooting, the issue was resolved and the patient continued with treatment. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was discovered that following the initial call the patient was hospitalized due to an overdose of pain medication. The patient experienced symptoms of shortness of breath and vomiting due to the incident. While hospitalized, the patient was also diagnosed with fluid overload. The pdrn went on to state that the patient has been non-compliant while performing peritoneal dialysis therapy which resulted in the fluid overload. The patient was treated with a (B)(6) dextrose to remove excess fluid in the hospital. The pdrn also clarified that the patient has had a history of abnormal blood pressure. The patient was discharged from the hospital after 10 days and has since recovered from the event. The patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.